Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The event was further described as ¿the pink head on the folfusor came loose from the outer body and a cytotoxic spill occurred¿. The leak occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 4, 2019 - november 5, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.